Event description:
Hcp also noted pt has a scs from (B)(6) that was not working as pt had frequent falls but it was replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).